Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. There is no data available in data management system (dms) either for the event date or two weeks prior to event date. No investigation was possible for this complaint. As a result, the reported event could not be confirmed.

Event description:
On (B)(6) 2020 senseonics was made aware of an event where the patient experienced hypoglycemia. Patient reported to have 370 mg/dl in the morning but 60 mg/dl one or two hours later. Doctor was called and patient received treatment with glucose syrup.